Event description:
Cadd pump began alarming at approx 10:30pm. Patient called the 1-800 number for infusystem and while on the phone attempting to trouble shoot the alarm problem the display screen went blank. They were unable to get it to turn back on. The patient had approx 12 more hours left of chemo to infuse in the pump. She had to keep it off and wait for the am to call the clinic and come in and get a new pump to deliver the remaining chemo. Cadd pump was replaced with #(B)(4) pump.